Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device indicated that the exchange sheath was not returned with the device. The cutter and the engagement area were inspected and found the cutter was intact and no obstruction in the cavity of the handle. The returned device was successfully engaged with a proxy exchange sheath system and no mfg or quality issue was detected. Based on the investigation findings, no root cause for the reported event could be determined. Review of the device lot history record for this device did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip applier would not attach to the exchange sheath of the starclose se. The clip applier was removed. Vessel access was retained with the exchange sheath and hemostasis was maintained due to the hemostatic valve. Another starclose se was used to complete the procedure. There were no reported adverse pt effects. Though requested, no add'l info was provided.